Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing on the ventricular channel was observed via remote transmission. The patient received inappropriate atp therapy. Programming changes were recommended.